Event description:
Reportedly, on (B)(6) 2025, during a session and while navigating on aida sub screens, the tablet became unresponsive. P1+p2 buttons or on/off button did not permit to resolve the issue. Therefore, the battery was removed, and a new interrogation was attempted. There was no data due to the memory reinitialization in the pacemaker. Later in the same session, when trying to set the device on ddi 30 temporarily, a yellow headband appeared with the message "test in progress", then the tablet became unresponsive again. No manipulations could stop the test, so the battery was removed again. A new tablet was used after this.

Manufacturer narrative:
The subject device has not been returned yet, no investigation could be performed at the moment.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event as the programmer works normally and does not encounter freezes. The origin of the reported event could not be clearly established. The main hypothesis is that the event is related to the know pop-up issue (a pop-up appears behind the interface, therefore the user is not able to click on buttons). If the event is related to pop-up issue, updating the smartview version to 3.18 will resolve the issue. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, during a session and while navigating on aida sub screens, the tablet became unresponsive. P1+p2 buttons or on/off button did not permit to resolve the issue. Therefore, the battery was removed, and a new interrogation was attempted. There was no data due to the memory reinitialization in the pacemaker. Later in the same session, when trying to set the device on ddi 30 temporarily, a yellow headband appeared with the message "test in progress", then the tablet became unresponsive again. No manipulations could stop the test, so the battery was removed again. A new tablet was used after this.

Manufacturer narrative:
Analysis of the returned subject device did not confirm the reported event as the programmer works normally and does not encounter freezes. The origin of the reported event could not be clearly established. The main hypothesis is that the event is related to the know pop-up issue (a pop-up appears behind the interface, therefore the user is not able to click on buttons). If the event is related to pop-up issue, updating the smartview version to 3.18 will resolve the issue. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, during a session and while navigating on aida sub screens, the tablet became unresponsive. P1+p2 buttons or on/off button did not permit to resolve the issue. Therefore, the battery was removed and a new interrogation was attempted. There was no data due to the memory reinitialisation in the pacemaker. Later in the same session, when trying to set the device on ddi 30 temporarly, a yellow headband appeared with the message "test in progress", then the tablet became unresponsive again. No manipulations could stop the test so the battery was removed again. A new tablet was used after this.